Event description:
Subsequent to the initial MDR, additional information was received on 10/28/2023. It was reported that failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced coma for 7 days and was hospitalized. The friend called an ambulance who transported to the patient to the hospital. Per follow up call by the patient on (B)(6) 2023 he added that during hospitalization, the patient was treated with insulin and unremembered medications. After treatment, the glucose was normal; however, exact values were unremembered. The patient was discharged and at the time of the report, was feeling okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced coma for 7 days and was hospitalized. The patient did not provide further details and attempts to contact the patient for more information were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.